Manufacturer narrative:
(B)(4)/.

Event description:
This system was implanted on (B)(6) 2017. A few minutes after them implant, after the physician had left the room, the anesthesiologist was waking the patient back up and noticed blood in her mouth. The patient had a dnr and expired on the table. There are no known complaints against this system. It is believed that the system remains in the patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This system was implanted on (B)(6) 2017. A few minutes after the implant, after the physician had left the room, the anesthesiologist was waking the patient back up and noticed blood in her mouth. The patient had a dnr and expired on the table. There are no known complaints against this system. It is believed that the system remains in the patient. Should additional information be received, this file will be updated.